Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019. The customer's blood glucose was 24 mg/dl. The customer did experienced the symptoms such as unconsciousness. The customer was treated by glucagon. Troubleshooting was done for low blood glucose and over delivery. Customer stated that the drive support cap was flush. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer does not allege pump was over delivering. The customer also reported that the insulin pump had blank display. The customer reported that the insulin was squirting during the prime sequence. The customer believes they over estimated their carbs. The insulin pump will be returned for analysis.